Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old male noted as high risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. The impella cp was inserted via left femoral artery (lfa) and pci was performed via the right femoral artery (rfa). The physician, while removing the right coronary artery (rca) catheter, accidentally pulled the impella cp across the aortic valve (av) into the ascending aorta. The cp could not cross the av and a decision was made to remove the impella and insert a new impella cp. The patient is stable.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. Based on the clinical details, the root cause of the positioning issue is due to use as the physician accidentally pulled the pump across the av into the aorta.